Event description:
The reporter stated that the tubing fell off the connection by the access port. No pt injury or treatment as a result of the event.

Manufacturer narrative:
One unit was returned for eval with the tubing separated from the sampling site. The tubing was within spec and there was evidence of solvent being applied. There was no lot number provided to enable review of the DHR. This issue is possible related to user handling. This issue is being monitored. Review of the complaint database for the previous 12 mos indicates that this is the second reported issue for this issue on this product code. Since the lot number was unk, the device history record could not be reviewed. Medex is able to confirm however, unable to determine the exact cause. No add'l action necessary at this time. Medex considers this MDR closed with this report.